Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user¿s ilet pump displayed only a report screen with an unresponsive touchscreen during an attempted meal announcement, and a restart and firmware update attempt did not resolve the issue, after which a replacement device was arranged. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included continued cgm use with the dexcom app or receiver and instruction to shut down the device and initiate startup on the replacement. Investigation included remote troubleshooting and confirmation that the device would be replaced with return logistics provided and inspection of the returned device. Investigation of this device revealed a nonfunctional user interface consistent with a device display or touchscreen malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen/display component.